Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic closure of skin, while closing the wound, the thread broke. The suture was opened five minutes before surgical intervention. To resolve the issue, the surgeon changed the suture. There was no patient injury.